Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that a pump problem regarding a volume discrepancy occurred. Actual residual volume (arv) was less than the expected residual volume (erv). The reporter stated they were expecting 3.5ml from the reservoir and got back "almost nothing" and was "getting back bubbles." The reporter further noted that she "did get back some blood because she poked the patient a couple of times." The healthcare professional (hcp) later reported erv of 5.9ml but "0 (scant) aspirated" which was confirmed by a session data report. The pump was then filled with 40ml normal saline and aspirated 40 back to confirm needle placement before refilling the pump. No patient symptoms were reported. The patient recovered without permanent impairment. The pump was used to infuse clonidine (83.3 mcg/ml at 59.3 mcg/day) and dilaudid (8.3 mg/ml at 5.9 mg/day).